Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not showing for 1 patient. A technical support specialist dialed into the server, ran a query that returned an error indicating multiple current encounter records for the same visit number, identified two different primary ids tied to the same visit ID, informed the customer, and advised them to discharge the patient and resend orders. The system functioned as intended after the technical support specialist investigated the issues of the device

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient detail was showing at the station, but the orders were not appearing. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.